Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer ran into the corner of their countertop and half of the pump touch screen became shattered. Customer is unable to navigate through the pump touch screen due to the damage. Customer's blood glucose was 100-150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.